Manufacturer narrative:
An investigation was completed in response to a customer complaint of obtaining misidentifications when testing with the vitek® ms instrument (ref: (B)(4). The customer reported the vitek® ms results were discrepant when compared to the gram stain results. The customer's data was provided for analysis for this investigation. Customer data was reprocessed with the vitek ms kb clinical/industry v3.2 for three (3) samples. Sample em19-0767-01-ba30-1. Original results: gram stain: gram-positive cocci-tetrads. First vitek ms run: proteus hauseri and bacillus cereus/micrococcus luteus no repeat done on this sample. Investigation results: the suspected misidentification as proteus hauseri was replaced with "no identification". The analysis also shows that the spectra obtained for the two spots were totally different, which indicates the possibility of mixed culture (multiple organisms present). Sample em19-0840-02-ba30-1. Original results: gram stain: gram-positive cocci-clusters. First vitek ms run: citrobacter freundii. Repeat vitek ms: micrococcus luteus. Investigation results: reprocessing of the customer data did not improve the identification result. Analysis during the investigation indicated that poor spot preparation was likely the cause for the misidentification. Sample em19-0803-05-ba30-1. Original results: gram stain: ram-positive bacilli- small palisades. First vitek ms run: enterobacter hormaechei. Repeat vitek ms: corynebacterium pseudodiohtericum. Investigation results: reprocessing of the customer data did not improve the identification result. This organism could be a species not present in the knowledge base versions 3.1 and 3.2, however the gram stain results are in favor of a corynebacterium species. The suspected causes for the customer's misidentifications are non-optimal spot preparation (all), species not in the vitek® ms knowledge base (em19-0803-05-ba30-1), and use of mixed culture (em19-0767-01-ba30-1). Regarding the spot preparation, the calibrator and sample "all peaks" values were heterogeneous. This could be explained by a non-optimal spot preparation (culture, spot, different operator, etc.). The local biomérieux representative will provide the customer with training materials to improve spot preparation technique.

Event description:
An industry customer from the united states notified biomérieux of obtaining misidentification results when testing with the vitek® ms instrument (ref (B)(4). The customer reported the vitek ms results were discrepant when compared to the gram stain results. The customer reported the following results for the three isolates: isolate em19-0767-01-ba30-1. Gram stain=gram-positive cocci-tetrads. First vitek ms run - proteus hauseri and bacillus cereus/micrococcus luteus. No repeat done on this sample. Isolate em19-0803-05-ba30-1. Gram stain=gram-positive bacilli- small palisades . First vitek ms run - enterobacter hormaechei. Repeat vitek ms- corynebacterium pseudodiohtericum. Isolate: em19-0840-02-ba30-1. Gram stain=gram-positive cocci-clusters. First vitek ms run - citrobacter freundii. Repeat vitek ms- micrococcus luteus. The customer did not specify the source for the three isolates. The expected identification for these isolates is not known. The customer did not report any incorrect results. The gram stain results were reported. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to any patient's state of health. An internal biomérieux investigation has been initiated.